Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric banding. Event description: [translation] patient undergoing laparoscopic gastric banding. When the ring was introduced through the 15mm trocar, the pneumoperitoneum seal topped out and re-entered the abdominal cavity. Clinical consequences and current condition of the patient or person involved - risk of rubber microparticles in the patient's abdominal cavity, they change of trocar damaged the patient's skin. Patient monitoring. Received ansm submitted of incident form on (B)(6) 2025: duplicate was performed and this ansm submission was found to be this complaint. No new information was retrieved. Ansm ref number (B)(4). Additional information received from an applied medical representative via email on 23may25: the changed of the trocar damaged the patient's skin. Patient status, tm to follow up to relevant responsible person. Concomitant device: insertion of a mid gastric band, [device name]. Lot number confirmed 1533241. Intervention: change of trocar. Patient status: patient monitoring: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and clear component. Visual inspection confirmed the complainant¿s experience of septum fragmentation and shield dislodgment. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely the septum fragmentation and shield dislodgement was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no trends were identified.

Event description:
Procedure performed: laparoscopic gastric banding. Event description: [translation] patient undergoing laparoscopic gastric banding. When the ring was introduced through the 15mm trocar, the pneumoperitoneum seal topped out and re-entered the abdominal cavity. Clinical consequences and current condition of the patient or person involved - risk of rubber microparticles in the patient's abdominal cavity, they change of trocar damaged the patient's skin. Patient monitoring. Received ansm submitted of incident form on (B)(6) 2025: duplicate was performed and this ansm submission was found to be this complaint. No new information was retrieved. Ansm ref number (B)(4). Additional information received from an applied medical representative via email on 23may25: the changed of the trocar damaged the patient's skin. Patient status, tm to follow up to relevant responsible person. Concomitant device: insertion of a mid gastric band, [device name]. Lot number confirmed 1533241. Intervention: change of trocar. Patient status: patient monitoring: no patient injury or illness was reported.